Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) system will not progress past the initial startup screen and then alarms. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) system will not progress past the initial startup screen and then alarms. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and upon investigation it was found the unit would operate as it should with one battery installed but if the other battery were installed, the unit would turn on without the power button being pressed. Looking into the logs error code 139 was found which points to the power management board. Installed a new power management board (0670-00-1162) and the unit operated as it should. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing department received power management board, with a reported unit failure of boot alarm upon start up. Performed visual inspection of this part received and part looks to be in good condition for testing. Installed the power management board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of boot up alarm upon startup. The power management board failed testing. Sending the board to the supplier for failure analysis as per procedure number 0002-07-d008 rev ak. The fat dept received part from the supplier. The supplier evaluation states the following: perform incoming visual inspection. Found connector pin bent at location j7. Unable to proceed with serial number scanning. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.